Manufacturer narrative:
Additional information: b5 and e2.

Event description:
Additional information received indicating that the insulation damage noted during the event was due to use error and not lead malfunction.

Manufacturer narrative:
Additional information: e1, e2, and e3.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture and high, out-of-range pacing impedance were noted on the right ventricular (rv) lead. Then during an unrelated elective device exchange procedure, insulation damage was noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.